Event description:
Customer reported that she was hospitalized due to autoimmune kidney disease. Customer's blood glucose level was 383 mg/dl. Customer stated that she was treated with steroids and it was making her blood glucose level go up 390 mg/dl. Customer said that she put up her temp basal to 5 units but wanted to set them up higher. It was explained to the customer that max basal needs to be changed in the insulin pump and it can go up to 35 units. Customer changed her max basal to 6 units of insulin. Customer was advised to treat as directed per her health care provider. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.